Event description:
On (B)(6) 2013, the reporter contacted animas and stated that on (B)(6) 2013, the pump was not delivering insulin and the patient experienced a blood glucose (bg) value in the 400mg/dl to 580mg/dl range with moderate to severe ketones. The patient reportedly was treated via correction injection and the patient's bg reportedly went down in the 300mg/dl range. The patient reportedly disconnected from the pump and delivered a 1.5 and a 5.0 unit bolus via the pump. The reporter stated that no insulin came out of the tubing, there was no bolus noted in pump history but that the pump's screen indicated a bolus delivery without cancelling. The reporter stated that the pump did vibrate but that it did not sound as though it was delivering. The reporter denied pressing any buttons on the pump. This complaint is being reported due to the allegation that the patient experienced a hyperglycemic event while using insulin pump therapy and due the allegation that the pump was not delivering appropriately.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers on with functional vibratory and auditory features. A rewind, load, and prime sequence was performed with no issues. A normal 10unit bolus and a 10unit audio bolus were performed successfully and both were accurately recorded in the pump history. There were no alarms associated with the complaint observed in the black box or the alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.